Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The alarm occurred on (B)(6) 2013 at 07:23:09. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The high drain error 101 alarm was identified in the event history log review. The cause of the alarm could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.